Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists to preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. Device is not available for evaluation and the lot number is unknown for retained-product testing and/or DHR review. Therefore, no further testing is possible.

Event description:
Doctor reported file separated in canal during procedure. The separated piece was retrieved without incident and there is no report of patient injury.